Manufacturer narrative:
The reported unintended movement (clip open-locked) and instructions for use (IFU) deviation could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on information provided, cine review and return device analysis, a cause for the reported unintended movement associated with clip opened while locked (cowl) could not be determined. The reported improper or incorrect procedure or method (user error) was associated with the user not performing the second establish final arm angle (efaa) check prior to clip deployment. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a clinical staff engineer r&d, and the reviewer stated that ¿one fluoroscopic still image was provided. Two fully deployed clips can be visualized with no cds in view indicating the image was taken post deployment and removal of the second cds (reported device). The image quality is poor (grainy, low resolution) but it is possible to discern a general state of the clips. The top clip in the image appears to be fully closed (~10°) indicating it was the first implanted clip that did not have a reported issue. The bottom clip appears to have a clip arm angle of ~30°. While these are estimations based on visual assessment with the naked eye and are not confirmed, it is apparent the bottom clip (reported device) has a larger clip arm angle than the top clip (no reported issue). No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided." T should be noted that the mitraclip instructions for states ¿the clip arms may open slightly (~5°) and then remain in a stable position. If arms open more than slightly, close the clip to the desired arm position and re-establish final arm angle.¿

Event description:
N/a.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. A mitraclip xtw was implanted without issues. To further reduce the mr, a mitraclip xt was placed centrally. It was noted the second final arm angle test was not performed. After the clip was deployed, it opened to 25 degrees. Mr was reduced to a grade of 2+ and no additional clips were implanted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 2017 - failure to follow steps / instructions.